Event description:
It was reported that the device will not recognize cartridge attachment. There was no patient involvement.

Manufacturer narrative:
B3: unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The following field was updated with corrections: d4. Primary UDI number: (B)(4). Investigation summary: the affected device was returned for evaluation. It was decontaminated, with a peeling dso seal and contaminated dso sensor. After visual inspection, functional testing was performed. In mu mode, the dso mv would be stuck at 140 even when applying pressure. After removing the dso seal, there was visible contamination on the dso sensor. The customer's reported problem was duplicated. Device did not meet specification, and the root cause was the contaminated dso sensor. The dso sensor was replaced, along with the pwa board, usb ground plate, pogo pins, springs, dso sensor/bezel/seal, air detector, optical switch, keypad, overlay, rear label and side label. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.